Event description:
It was reported when using the bd pyxis¿ anesthesia station es, station was not communicating and there was no power on the machine at all. The customer reported that the user was able to remove the medication from another station resulting in a delay in the dispensing workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was off and not booting. A field service engineer flipped the power switch, and the station booted normally. The station was tested, and all functions were confirmed to be working correctly. The station was rebooted again, and the same result was observed. The system functioned as intended after the field service engineer repaired the device.